Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: pedicle screws. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted

Event description:
It was reported that the patient was experiencing an increased stabbing pain in his legs and feet while using the spinal pak stimulator. The patient only had the unit on for a few hours into treating with the spinal pak stimulator. He took the unit off and was still experiencing pain but not so severe. The patient used the unit a few more times. Once the patient experienced the pain, he took the device off and does not want to use it any longer. It was later reported that the physician advised the patient to discontinue using the spinal pak stimulator. It was reported that no further information is available.

Manufacturer narrative:
Corrections in - b4: date of the report, d3: manufacturer, d4: UDI, d5, d8, d9, e3, g1: contact office, g6: type of report additional information in- g3, h4: device manufacture date, h2, h3, h6: device code, method, results, and conclusion, h10: additional narrative, h11. Investigation summary: the spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number l94270 received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The spinalpak stimulator compliance data was downloaded on june 26, 2024. The compliance data indicates the unit treated for 2 days 15 hours and 24 minutes. Review of the DHR indicates that unit was manufactured on jun 12, 2020. The DHR was reviewed and there were no non-conformances or deviations reported. The clock lifetime of the spinalpak stimulator was 1343 days. The controller automatically enters ¿end of lifetime mode¿ after 270 days as per dsd-00173 revision a and dsd-00116-srs (7900032) revision e. At the time of the complaint, the unit was not at endpoint. The spinalpak stimulator was reset in order to perform the burn in test. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. The measured output period was 16.44 usec (specification - output period from 15.2usec ¿ 18.5usec) ¿¿pass¿. The measured output amplitude was 5.6 vpp (specification - output amplitude from 5.4vpp ¿ 6.4vpp) ¿¿pass". All tests/inspections were completed using tektronix oscilloscope ID os-c001066 with calibration due on april 23, 2025; and tf1930 s/n 02 with a calibration due date of february 15, 2025. Test/inspections were completed by the quality department on june 27, 2024. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (6) total complaints from (sept 22, 2019) to (sept 22, 2020) for pn (1067716, 1067717) and events related to (pain. Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient was experiencing an increased stabbing pain in his legs and feet while using the spinal pak stimulator. The patient only had the unit on for a few hours into treating with the spinal pak stimulator. He took the unit off and was still experiencing pain but not so severe. The patient used the unit a few more times. Once the patient experienced the pain, he took the device off and does not want to use it any longer. It was later reported that the physician advised the patient to discontinue using the spinal pak stimulator. It was reported that no further information is available.